Event description:
It was reported that a user contacted support to return an ilet system due to concerns that insulin delivery continued after glucose reached target, with the user perceiving risk of overdose; the user reported a glucose decrease from 103 mg/dl to 62 mg/dl while an estimated 5 units of insulin remained on board, and education and troubleshooting were provided. Symptoms included low glucose. Outcomes included no hospitalization and no emergency treatment reported. Investigation included review of the event details and provision of product use education. Investigation of this case revealed no device malfunction reported, and the event was characterized as hypoglycemia with unclear cause during routine use of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.